Event description:
Device was fully in contact with patient's skin when it was plugged into the esu machine. The red lights on the unit which signals a alarm was flashing. The pad was checked for contact. The machine was checked for loose plugs, and when no other alternative resolution could be found, the pad was replaced and plugged in which worked without an issue. The original bovie pad was removed from patient's skin, put with original packaging, and labeled as defective.